Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving clonidine, bupivacaine, and prialt via an implanted pump. The indication for use was malignant pain. It was reported the patient had uncontrolled pain and the current pump regimen was not helping the patient's pain at all on (B)(6) 2017. A new concentration of medications were ordered for the new pump refill. On (B)(6) 2017, the pump was refilled with a new concentration of medications in an effort to improve pain control. On (B)(6) 2017, the plan to wean the patient from it therapy secondary to poor pain control and patient request. It was indicated the event was related to the device or therapy and related to the drugs bupivacaine, clonidine, and prialt. The it dose was decreased by (B)(4) on (B)(6) 2017. The pump was reprogrammed to minimum rate on (B)(6) 2017 and therapy was suspended on (B)(6) 2017. The pump was explanted and not replaced on (B)(6) 2017 and was returned to the manufacture. The issue resolved without sequelae on (B)(6) 2017. Additional information received on (B)(6) 2018 from a healthcare provider via a clinical study indicated the reason for pump explant was due to loss of efficacy. The cause of the loss of efficacy was not known. The patients weight was (B)(6) pounds. No further complications were reported/anticipated.